Event description:
Reporter's notes:the pt was being transported from CT scan to the neurotrauma critical care (ntcc) and the battery failed, according to the respiratory therapist. The ventilator was not plugged in during CT scan but the battery appeared full according to the respiratory therapist. The ventilator shut down and the patient was ventilated fine with ambu bag and tolerated the procedure well.biomed investigation results: all the logs were downloaded. Draeger came and duplicated the problem. The unit shuts down in 26 minutes, after running with fully charged batteries. Draeger took all the batteries used when the unit failed and will be sending out to germany for evaluation. They installed brand new batteries and tested the unit. It passed the 4 hrs. Running time in battery mode without any alarms.with draeger's approval, this unit is now ready for service.notes from leadership team:be advised that the draeger ventilators appear to be malfunctioning. You will remember that a national recall was issued several months ago because of a battery failure. About 5 months ago we began to reintroduce the draegers back onto the units as the battery problem had been fixed. We currently have about 60 draeger ventilators in house (1/2 of our fleet). Last week a battery failed when a patient was off of the unit. Because rt was onsite, they immediately began to bag after the vent just shut off unexpectedly. The patient was ok. While on the unit the standard practice is to have the ventilator plugged in. When not plugged in, we should have 4.5 hours of battery life. Some of our ventilators are only sustaining themselves for 2.0 hours. We know this because units were pulled off the floor at random yesterday and clinical education tested them. Unfortunately we had failures. The draeger representativess were onsite today.======================manufacturer response for draeger ventilator, (brand not provided) (per site reporter).======================pending.